Event description:
It was reported that the device would not power on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The physio service representative opened the device's casing, removed and reseated the assemblies, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.